Event description:
It was reported that at implant, the patient experienced cardiac tamponade. The patient was treated with pericardiocentesis, and ultimately was transferred to a different hospital for surgery to repair the right ventricle. It was also reported that the patient had cardiac arrest and was successfully resuscitated. It was noted that there was difficulty advancing the stylet while implanting the lead, and the md felt it was a 'tight fit'. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.